Event description:
It was reported by the rep that the (1) pro46 broke during a diagnostic laparoscopy procedure. It was reported that the device was passed through the trocar, the plunger was pushed forward, the specimen was placed in the bag, plunger pulled back, portion of prong broke off in abdomen, prong retrieved.